Manufacturer narrative:
(B)(4). The complaint hc325 humidification chamber and hc150 respiratory humidifier were not returned to f&p healthcare for investigation. Our analysis is accordingly based on the information provided by the (B)(4) and the hospital; photograph from the hospital; and video provided by breas medical ltd. The hospital reported that the patient was being treated for duchenne muscular dystrophy (dmd), and was on a life support at the time of death. However, no information was received regarding the cause of death. As seen in the photograph of the system set-up, the breathing tube connected between the hc325 chamber and the patient nasal prongs is not manufactured by f&p healthcare. No information was received regarding the make and model of the third party breathing tube. It was noted in the video that if the breathing tube is not connected correctly to the hc325 chamber, the breathing tube could disconnect from the chamber during use. The tube connection ports on hc325 chamber are designed to meet the requirements of iso 5356-1. The video also shows that when the breathing tube is disconnected from the hc325 chamber, an alarm on the nippy ventilator can be heard. From all information provided, it is suspected that the breathing tube connector was not correctly fitted onto the hc325 chamber. The user instructions (ui) that accompany the hc150 respiratory humidifier states in the "directions for use" section an instruction to "check that there is a flow of air through the tubing and out from the mask" when setting up the device. It also provides the warning "should the airflow be stopped or interrupted, take off the mask and turn off the hc150. When the airflow is resumed, switch on the hc150 and allow 20 minutes for it to stabilise". The section also notes that "if there is no airflow, either the tubing and humidifier are not connected correctly or the CPAP or mask ventilator unit is not functioning". The ui also warn the users "to reduce the risk of burns, electrocution, fire or injury: be sure to comply with all the safety instructions contained in your CPAP or mask ventilator system operating manual."

Event description:
A hospital in the (B)(6) reported to the (B)(4) that a patient passed away while connected to breas nippy 3+ ventilator, fisher & paykel (f&p) healthcare hc325 humidification chamber and hc150 respiratory humidifier, resmed p10 nasal prongs, and a breathing tube. The following incident information was also submitted by the hospital to the (B)(4): "the air hose from the nasal mask hose had become disconnected at the point it joined the humidifier. Because it is unclear the exact cause of the accident / error at present, this matter is being reported to the (B)(4) for completeness; ongoing communication will continue between police / coroner / uhl. To assist in understanding if the ventilator and associated equipment was fully functional, (B)(6) 2017 (B)(4) clinical physiologist and physiotherapist attended the scene (patient's home) and completed a physical examination of the equipment which suggested that it was functioning correctly. Senior clinical physiologist then facilitated contact with quality and compliance manager for breas medical ltd (ventilator manufacturer) who along with a colleague also subsequently attended the scene to examine the equipment and complete a data download. On (B)(6) 2017, breas medical ltd commenced further examination of the equipment, they noted that the nasal mask with 22mm tubing is not that supplied by breas medical ltd for use with the nippy 3+ ventilator, and that the connection is made of a harder plastic than that they supply. During tests it was found that when the nasal mask hose wasn't pushed fully down on the humidifier connection it separated during operation without human intervention. The investigation is still ongoing and test findings are provisional".